Event description:
Footpedal did not respond. Troubleshooting done. Still would not work. Procedure converted to a different machine. It was later discovered that the cord had a kink in it. Once kink was straightened, machine worked fine. Surgery was delayed for one hour. Patient required additional sedation but was released to home later that day without difficulty.what was the original intended procedure?vitrectomy due to vitreous hemorrhage in the left eye secondary to proliferative diabetic retinopathy.device #1is this a laboratory device or laboratory test?no.